Event description:
Patient presented to surgeon's office for routine visit after an anterior cervical discectomy and fusion of c3-c4. Surgeon noted c4 screw back out on the x-ray. Surgeon is not revising patient. This is one (1) of two (2) reports for this event.

Manufacturer narrative:
Additional info has been requested. Surgeon not planning to revise. Synthes is unable to determine the manufacture date without the lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned.